Event description:
It was reported the patient experienced a headache post pump implant; post dura puncture headache. Symptoms reported were nausea and vomiting. Severity was noted as moderate. Intervention was indicated as epidural blood patch on (B)(6) 2011. The outcome was noted as resolved without sequelae. The pump was delivering dilaudid, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), model# 8590-1, lot# n264569, implanted: 2011-(B)(6), explanted: 2011-(B)(6). (B)(4).